Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with burning, redness and pain under entire patch area. The reaction was treated with a prescription of an oral cefaclor basics ts 250 mg(antibiotic). At the time of the report the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.